Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired and only one side of the staples formed. The surgeon had to suture the other side. There was no pt consequence.